Manufacturer narrative:
An extended investigation has been performed for the reported complaint and it has been determined that there were no issues identified with the freestyle librelink application during replication that would have led to the reported issue. The customer reported download not available. Attempted to replicate the customer's complaint using similar configurations iphone 11 pro, ios 16.6, 2.10.2.7677 and the reported issue was unable to be replicated and the system and functioned as intended. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An unspecified issue was reported with the adc device in use with an unknown phone with unknown operating system version unknown. Customer was unable to access their freestyle librelink account due "someone deleting their app and not able to re-install the app". As a result, the customer was unable to monitor glucose with sensor readings and experienced symptoms of hypoglycemia and received unspecified treatment by a third-party. No further information was provided and attempts to gain additional details have thus far been unsuccessful. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Extended investigation is pending at this time. A follow up will be submitted once additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An unspecified issue was reported with the adc device in use with an unknown phone with unknown operating system version unknown. Customer was unable to access their freestyle librelink account due "someone deleting their app and not able to re-install the app". As a result, the customer was unable to monitor glucose with sensor readings and experienced symptoms of hypoglycemia and received unspecified treatment by a third-party. No further information was provided and attempts to gain additional details have thus far been unsuccessful. There was no report of death or permanent impairment associated with this event.